Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported the patient moved and the hcp the patient was seeing was not familiar with the device so they were never able to determine why the patient lost benefit. They confirmed that the MRI was not related to the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial (B)(4), implanted: (B)(6) 2013, product type; lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient had their implantable neurostimulator (ins) removed because they needed to have an MRI. They also stated that weren't getting the benefit from the device anymore. No further complications were reported/anticipated.